Event description:
Information received indicates that pump alarms error code 13.

Manufacturer narrative:
Device was not returned. The pump serial number not provided in the product information, therefore, a DHR review cannot be completed.